Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Only connector of the lead was returned in one piece measuring 7.5 cm. Final analysis found full breach insulation degradation noted at 5.0 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.